Event description:
It was reported that using a femoral artery access approach during a procedure of the mildly tortuous, mildly tortuous, de novo, proximal right coronary artery (rca) the 3.5 x 23 mm xience prime stent was deployed, however a dissection was noted and a 3.0 x 38 mm xience prime ll stent was used as treatment. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(6). There was no reported device malfunction and the product was not returned. The reported patient effect of dissection, as listed in the xience prime everolimus eluting coronary stent system instructions for use (IFU) is a known patient effect that may be associated with the used of the device. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.